Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation. Based on the device analysis grid, the assessments of the complaint are: deflation/delamination: observed total delamination on the valve assessed as adhesive failure. Valve leak and/or damage: not observed openings on the valve. Additional observations: no other observation observed.

Event description:
Patient reported right side "leaking". Healthcare professional later reported deflation, ¿valve delamination from shell" and "hole in valve¿. Device has been explanted.

Event description:
Patient reported deflation. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported, right side deflation. Healthcare professional, later reported, ¿valve delamination from shell "and "hole in valve". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.